Event description:
Consumer called to report high readings wiyh her daughter's meter reading very erractically. Analysis run on consensus error grid using mean reading (238) as ref. Point vs. Bd readings (62, 413) yielded data points in the c zone of the grid, outside of acceptable limits.